Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Correction: b1, h1: it was inadvertently reported on the previous report that the reported malfunction was unlikely to cause or contribute to serious injury or death if it were to recur; and that it was not reportable. However, upon further complaint review, it was determined that this complaint is a reportable malfunction.. If additional information should become available, a supplemental medwatch will be submitted accordingly. D3, g1-2: manufacturer's name, phone number and email address have been updated to reflect the correct information. Device evaluation: all the three complaint devices were received and inspected. It was observed that the anchors were deformed, and still attached to the inserter via the tensioned suture. The complaint is confirmed. The devices must be stored in cool dry place , or else deformation issues can occur. The probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. In the manufacturing process there is a 100% verification in the assembly step for suture tension done by the operators. Then a sampling inspection of 13 units is done by a certified operator outside the production line. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part (210709)-lot number (l421789) combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer in (B)(6) that during shoulder arthroscopy instability surgery, it was observed that the shape of the implant device was bent when they opened the box. It was reported that another box was opened and it had the same problem. The third box had the same issue. It was only the fourth box that did not have any issue. All had the same lot number. It was not reported if there were any delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.